Event description:
The customer reported that the switch was not working. Air leak from angle knob was found during inspection of the returned device.

Manufacturer narrative:
This report is being submitted for correction to event description and device evaluation. Please an evaluation of the returned device confirmed the customer allegation "switch was not working".

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "clogged foreign material in the nozzle "was confirmed as a fiber such as cotton - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested phenomenon of "air leakage from angulation control knob" was presumed to have been due to external stress such as dropping and hitting applied to the resin parts. It is suggested that the user facility read/review the instruction manual cleaning/disinfection/sterilization ¿chapter 3, steps of cleaning/disinfection/sterilization,¿ and reconfirm the environment of handling of the device. Moreover, please check if there are no abnormalities of gauze or sponge used for reprocessing. On air leakage from control section: it is suggested that the user facility review the method of handling for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was air leak from the angle knob of the colonovideoscope. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. Subsequently the device was evaluated by the olympus staff and it was found that foreign matter was clogged in the nozzle of the device. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Due to crack on the up/down knob, water tightness was lost. The additional events are as follows: the switch 1 button was not working and had a scratch, due to damage on circuit board unit in endoscope connector, there is a doubled image, the adhesive on the bending section cover or distal end, had a chip, the adhesive on the bending section cover or distal end had a white clouded area, the suction cylinder was shaved, the switch button 2 had a scratch, the image guide protector had a scratch, the protector of the universal cord on the control section side had a scratch, the bending section cover had a dent, and the connecting tube had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.